Event description:
It was reported that bleeding, discomfort, guide wire tip detachment and removal difficulties occurred. The target lesion was located in the left common iliac artery. A 035/180 magic torque¿ guide wire was selected and advanced to the lesion. During removal, some resistance was encountered. The physician kept on tugging the device. The patient then felt discomfort. Fluoroscopy was performed. It was noted that the guide wire had unraveled and the tip of the guide wire was detached in the renal aorta. Half of the device with the three radiopaque markers was removed; however, the tip of the guide wire remained inside the patient¿s body. Upon closure of the procedure, bleeding was noted at the femoral head. No further patient complications were reported and the patient¿s status was fine. The patient recovered and was discharged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit returned has the coil unraveled and distal end damage, as part of overall visual revision. The device presents coil unraveled at distal end, approximately 29.5cm from distal end presented coil unraveled. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that bleeding, discomfort, guide wire tip detachment and removal difficulties occurred. The target lesion was located in the left common iliac artery. A 035/180 magic torque guide wire was selected and advanced to the lesion. During removal, some resistance was encountered. The physician kept on tugging the device. The patient then felt discomfort. Fluoroscopy was performed. It was noted that the guide wire had unraveled and the tip of the guide wire was detached in the renal aorta. Half of the device with the three radiopaque markers was removed; however, the tip of the guide wire remained inside the patient's body. Upon closure of the procedure, bleeding was noted at the femoral head. No further patient complications were reported and the patient's status was fine. The patient recovered and was discharged.